Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during the fill tubing process insulin kept squirting from the tubing. The patient's blood glucose at the time of incident was 133 mg/dl. Troubleshooting was initiated for the prime and rewind issue; however, troubleshooting could not be completed as the customer already changed the infusion set and reservoir. The reservoir was returned for analysis and a replacement reservoir and infusion was shipped to the customer.